Event description:
It was reported that patient underwent an acl repair procedure utilizing a tibial fixation device on an unknown date. Subsequently, the implant loosened and was revised several months later. The acl appeared to be stable upon revision of the loose implant; therefore, it was determined the implant had loosened after ingrowth of the acl.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date, date implanted, date explanted, manufacture date.